Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit drain 1 of 4. The technical service representative (tsr) was unable to find a reason for the alarm. Product surveillance contacted the home patient's (hp) nurse regarding a system error 2240 alarm. The nurse stated that the home patient has been doing fine and has been able to continue therapy ok. There was no patient injury or medical intervention associated with this report. The hp was also contacted in attempt to obtain a sample. The hp stated that the sample was discarded.